Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient's spouse reported that the patient was diagnosed with peritonitis. Event details were not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.